Manufacturer narrative:
Additional contact information: pharmacy information: (B)(6). Prescriber information: (B)(6).

Event description:
Information was received indicating that a cadd cassette reservoir was alarming ?no disposable" with a little more than 27 ml remaining. It was reported the end user changed the cassette over to a backup pump which alarmed immediately. Remodulin 74mg/ml united therapeutics dose; intravenous continuous (B)(6) 2020 to current. Lot: 939655, exp: 08/31/2023. Primary pulmonary arterial hypertension.